Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action #, initial reporter e-mail, initial reporter phone # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu indicated a system error was confirmed through a log analysis but not replicated during the investigation. The suspect pcu was powered on in the ¿as received¿ condition and completed power on self-test (post) sequence without any error code or anomalies being observed. Four (4) dchu known-good laboratory testing pump modules were attached and programed at the parameters identified within the event logs for approximately 24 hours. During the infusions, no alarms or failures were observed. Preventive maintenance test was performed on the pcu to ensure the device was operating within specification. As a result, the pcu passed all tests without any error or anomaly being observed. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. On 30apr2025 at 3:37 pm the system was powered on and the system alarmed for low battery. Pump module s/n (B)(6) alarmed for safety clamp open and an infusion was programed and started for norepinephrine (drug ID 540) with a drug amount of 8 mg, diluent volume of 250 ml, rate of 7.5 ml/hr and a volume to be infused (vtbi) of 225ml. The infusion was paused and quickly restarted. At 5:40 pm an infusion was programed on pump module s/n (B)(6) for lidocaine (drug ID 451) with a drug amount of 2000 mg, diluent volume of 500 ml, rate of 7.5 ml/hr and a vtbi of 480 ml. The infusion was paused and the pump alarmed for check IV set and safety clamp open (administration set inserted). The infusion was restarted and alarmed for occlusion on patient side. A pvi of 438.442 ml was recorded. Between 6:06 pm and 6:13 pm the pump module s/n (B)(6) was attached and alarmed for safety clamp open. An infusion was programed and started for potassium chloride (drug ID 600) with a drug amount of 10 meq, diluent volume of 100 ml, rate of 100 ml/hr and a vtbi of 100 ml. The infusion was paused and a pvi of 6.511 ml was recorded. At 8:40 pm an infusion of dobutamine (drug ID 258) was programed and started on pump module s/n (B)(6) with a drug amount of 1000 mg, diluent volume of 250 ml, rate of 7.005 ml/hr and a vtbi of 192.149 ml. At 8:46 pm pump module s/n (B)(6) alarmed three (3) times for safety clamp open. An infusion was programed and started for milrinone (drug ID 507) with a drug amount of 20 mg, diluent volume of 100 ml, rate of 7.005 ml/hr and a vtbi of 85 ml. Between 9:41 pm and 9:42 pm the system alarmed for error code 120.4610 (psp_charge_level_low). The system was powered off and on alarming immediately for error code 120.4610 upon turning on. The system was powered off the bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return to your facility¿s clinical engineering or biomed department. Per bd alaris technical service manual v12.1.2, the battery should be replaced every two years from the initial date of installation by qualified service personnel. The battery should be conditioned every 12 months by qualified service personnel. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please ensure proper assembly and retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer root cause: the root cause for the reported system error is being attributed to an error code 120.4610. The error code 120.4610 is being attributed to a low battery charge level for the current state of charge. The reported issue could not be replicated during laboratory testing. Note that this report lists imdrf annex a040502, a1801, a0401, g02017, g04037, c0601, c07, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu displayed system error and led to the device shutting down. Due to the event, the patient reportedly had "hypotension" and once the medication was restarted on another device, hypotension was "resolved." It was reported that the patient "expired" but not caused by the pump failure. The patient was in the hospital with an admitting diagnosis of decompensated heart failure and was receiving levophed 32mg/500ml (rate 60mcg/min) and epinephrine 4mg/250ml (rate 0.5mcg/kg/min) infusions at the time of the event. It was reported that the hospital's biomedical engineer performed test on the device and found that it had a "battery indicator fault." The pcu was then charged, "passed all tests and was put back into circulation" according to the report. Bd learned through due diligence that the customer did not believe that the event caused or contributed to the patient's death.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu indicated a "system error", "operating channels will continue as programmed", but then the device shut down and did not continue infusing on (B)(6) 2025 at 2105. The pcu was plugged into the red outlet when it shut off. There were the following medications at the time of malfunction: lidocaine, norepinephrine, dobutamine, and milrinone. The patient became symptomatically hypotensive when the pcu malfunctioned and lasted approximately 10 min, afterwards the meds were immediately restarted on new pump/channels. Once the continuous medications were restarted on a different pump, the hypotension eventually resolved.